Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by our field service engineer and the reported failure was reproduced. It was found that the inspiratory pressure transducer pcb was faulty, and it was replaced. The system was thereafter working normally. The inspiratory pressure transducer pcb was returned for investigation and the system device logs were received for evaluation. The evaluation of the received system device logs confirms the reported failure. The system checkout failed in the pressure transducer test due to the measured zero pressure offset for the inspiratory pressure transducer pcb being out of range; the measured zero pressure offset was 0 v. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout the zero-pressure offset value is measured and if the measured value is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. Several other sub tests also failed due to the pressure transducer pcb failure. The returned pressure transducer pcb was simulating use tested in a test anesthesia system. No fault could be reproduced. Several system checkouts were performed and the system was tested in running mode continuously for three days without any deviation. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, even though the reported failure was not reproduced, is that the inspiratory pressure transducer pcb was the cause of the reported failure.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system failed in the system checkout in the pressure transducer test. There was no patient involvement. Manufacturer's reference #: (B)(4).